Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital for unrelated reasons, it was noted that the patient experienced sudden cardiac arrest resulting in syncope. It was noted that episodes of non-sustained rv oversensing were observed at the time of the syncopal event. It was noted that the event was a result of the patient's unstable heart. Programming changes were made. The patient was in stable condition afterwards.